Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had a hardware low level alarm. The customer¿s blood glucose during the incident was 145 mg/dl. The device failed troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failure error alarm or the motor arm cannot communicate with the main arm noted during testing however, hardware low level failure error alarm and the motor arm cannot communicate with the main arm are confirmed in the downloaded history file due to broken pin on the keypad assembly.